Event description:
Attempt made to irrigate catheter but spilling was noticed around catheter. Catheter was removed and it was then noted that the catheter had snapped. Catheter end was removed from the pt under general anesthetic.